Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The patient presented due to unstable angina. Access was gained via the radial artery and the target lesions accessed using a 6fr xb 3.5 guide catheter and a choice floppy and non-bsc 182cm guide wire. Cardiac catheterization revealed 60% stenosed and eccentric de novo lesions in the left main coronary artery (lm) and diagonal branch with moderate tortuousity and moderate calcification. The lm contained a 90 degree angle. The lesions were predilated with a non-bsc balloon catheter. A 3.5x20mm promus element stent delivery system was advanced and the stent deployed in the lm. Then a 2.5x20mm promus element stent delivery system was advanced to treat the diagonal branch, but during the first pass, became stuck in the struts of the previously placed promus element in the lm. An attempt was made to remove the stent delivery system, but the stent came off the balloon prior to deployment and remained in the lm and left circumflex arteries. There was no attempt to retrieve the dislodged stent. It was dilated with a 2.5x20mm nc balloon. The procedure was completed with 3.5x20mm and 2.5x12mm promus element stents. The outcome of the procedure was reported to be "ok" and the patient was stable post procedure. This product is only ous approved but it is similar to an approved us device.